Event description:
Rn placed foley catheter but could not inflate balloon more than 3ml before meeting resistance. The foley was in as far as it could go. Both the pa tried and the surgeon tried. Staff then tried to empty the balloon and could not. When trying to remove the foley, they met resistance. They tried multiple times to fully deflate the balloon, but still met resistance on removal. Once removed, the surgeon still could not fully deflate balloon. The patient had small amount of bleeding from foley being removed with partially inflated balloon.